Manufacturer narrative:
Date rec'd by MFR 16may2019. Date of report: 06jun2019. MFR. Report #:2031642-2019-02672 is a duplicate of an event previously reported under MFR. Report #:2031642-2019-02667. Any additional information will be submitted under the initially reported MFR. Report #:2031642-2019-02667. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: event date not specified. Date of report: 01may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's touchscreen failed. There was no patient involvement.